Event description:
A healthcare facility in netherlands reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of the ojr412 optiflow junior 2 nasal cannula came apart from the prongs during use. There was no reported patient consequence.

Manufacturer narrative:
Ps339409. Method: the complaint optiflow junior cannula was received at fisher & paykel healthcare (f&p) in new zealand where the cannula was visually inspected by a trained f&p personnel. Results: visual inspection of the complaint cannula revealed that the left side of the cannula tubing was detached from the cannula. Conclusion: the observed damage was most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm)."

Manufacturer narrative:
Ps339409. The complaint ojr412 optiflow junior cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of the ojr412 optiflow junior 2 nasal cannula came apart from the prongs during use. There was no reported patient consequence.